Event description:
Information was received indicating that during use, a smiths medical cadd infusion pump exhibited "entry occlusion" message for each 0.1ml infused. The reporter also indicated that after changing the infuser, the patient's catheter had flow, but the occlusion message remained. No adverse effects were reported.